Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she woke up in the middle of the night with high blood glucose level at 382 mg/dl, due to tubing detachment from the quick-release portion of the tubing. The patient switched out the infusion set site and treated high blood glucose level with a bolus on her pump. The site location was left buttock. The infusion had been in use for three days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as while sleeping her pump slipped out of the pocket and caused the tubing to tug. The pump was not dropped on the ground with the set connected to the patient's body. No further information available.